Event description:
Customer reported there is contrast leaking at the one-way valve. There was no report of harm or injury.

Manufacturer narrative:
Device eval: the device has been received for eval/investigation. Merit determined on 10/19/2010, that a product removal would be required for nine (9) specific merit custom kits because they may draw air during use. This is a 5-day MDR report in accordance with statutory reporting requirements. Communications to consignees began on 10/25/2010. A report to the FDA in accordance with 21 cfr 806.10 is also in process and will be sent on 10/29/2010. No additional form 3500a reports will be filed for this event. Notification of field action taken.